Event description:
It was reported the customer had an excessive no delivery alarm. The customer stated the alarm persists after they had changed out their tubing, reservoir, and infusion site. It was also found the customer did not have a bent cannula. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).